Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that device sterility was compromised. The target lesion was located in the superficial femoral artery. A 9x60x120 epic stent was selected for used. However, during unpacking it was noted that the box sticker and the inner pouch were already opened. The sterility of the device was also compromised. The procedure was completed with another of same device. No patient complications were reported.